Event description:
It was reported that during the implant attempt, the pace/sense portion of the chronic right ventricular (rv) lead was unable to be inserted into the rv port of the device. The physician was able to insert the same part into the atrial port without any issues. The device was not implanted. A new device was implanted without any issues inserting the lead into the port of the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 419488 implantable pacing lead, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(6) 2008; 694765 implantable tachy lead, (B)(6) 2008. (B)(4).